Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy from catheter. Block h11: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic inspection was performed, and it was noted that no activations were performed. No other problems with the device were noted. The reported event of clip would not deploy from the catheter was confirmed. It was found that the device was returned with evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to open and close the clip multiple times however, the clip would not open. The device was removed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to open and close the clip multiple times however, the clip would not open. The device was removed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.